Event description:
In a journal article, the investigator reported a pt presented with "inflammatory glaucoma" postoperatively following a cataract procedure. The pt was clinically treated and satisfactory control of the intraocular pressure was obtained.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).